Event description:
After receiving mentor smooth saline implants, I developed severe chronic fatigue. My implants ruptured after 2 years and I immediately developed restless leg syndrome. My implants ruptured again 4 years later. I switched to mentor smooth silicone in 2012 and began having sudden hormonal imbalances requiring medication. In 2016 I began having ibs issues. By 2018 I had elevated liver enzymes, sibo, hair loss, melasma, acne, muscle weakness, pain in left breast, dry eyes, sudden weight gain, heart pain and palpitations, chronically low white blood cell count, major chronic fatigue, brain fog, numbness in fingers, nausea; tremors so severe I thought I had ms and pain and chronically inflamed and swollen auxiliary lymph nodes to implants. I had my implants and capsules removed on (B)(6) 2019 and 80% of my illnesses have resolved. FDA safety report ID# (B)(6).